Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that after connecting the camera and powering on the system, an image often did not appear. This issue occurred as an out-of-box failure involving an olympus video system center. No patient was involved.